Event description:
After a CT scan was performed on a patient, the operator of the mx 16-slice system proceeded to move the table top backwards while operating the control from the gantry left control panel. The operator did not notice that a physician's hand was in the guiding rail groove during the table top movement. The physician was not able to move his hand out of the way and he received a finger injury (cut in the skin and a fractured index finger). The physician received first aid treatment.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).